Event description:
It was observed during the device inspection, that the videoscope exhibited a cloudy image due to moisture in objective lens. There were no reports of patient involvement.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 6 years since the subject device was manufactured. Based on the results of the investigation, it is likely that the event was caused because the image sensor unit was damaged by the stress of repeated use, external factors, or handling. However, a definitive cause could not be determined. The instruction manual states the inspection method associated with the event in chapter 3 preparation and inspection, 3.8 inspection of the endoscopic system.¿ three attempts were performed to obtain additional information, but no response was received from the customer. Olympus will continue to monitor field performance for this device.